Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported devices were received for evaluation; the event was confirmed during testing. Evaluation found paint had chipped off the devices. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices disassembled. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices had chipped paint. There was no patient involvement; no patient impact.